Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had reported an error code, 8476, on their personal therapy manager, ptm. This codes indicated a motor stall. The patient's pump was interrogated, on (B)(6) 2018, and the logs were read. The logs showed the pump had stall and restarted 5 times since (b(6) 2018 at 11.24. The password was obtained and the patient's pump was programmed to the permanently stopped mode. The patient's pump was explanted and not replaced on (B)(6) 2018. It was noted the pump was returned to the manufacture. The clinical diagnosis was pump motor stall. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl 1750 mcg/ml; 699.5 mcg/day and bupivacaine 18.2 mg/ml; 7.275 mg/day via an implantable pump. Indication for use was non-malignant pain and radiculopathy. The date of the event was (B)(6) 2018. It was reported the pump had five motor stalls since friday ((B)(6) 2018). The hcp wanted to program the pump to off state prior to getting the pump replaced. There was no electromagnetic interference (emi) or magnetic interaction with the pump. The pump off password (B)(4) was provided. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8870aau01, serial# (B)(4), product type: software. Product ID: 8840, serial# unknown, product type: programmer, physician. Physician programmer (product ID: 8840) was added to the event with device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient and a manufacturer representative (rep) stated the patient received a call about a survey and was calling back to answer/not sure if they answered. The patient noted responding to the survey and it was noted that we did not send the patient a survey. The patient clarified it was a survey about their pain and that they filled it out every time they went to the doctor. The patient noted that the healthcare professional (hcp) said something about other medications that the patient was taking, but could not provide further clarification. The patient was advised to follow up with hcp. The patient also noted that the pump was explanted and replaced yesterday ((B)(6) 2018) due to the motor stalls previously reported. The rep stated that the pump was returned for analysis along with the printout of the logs that can be used for verification. The rep stated that the patient's pump kept starting and stopping and the pump logs showed several motor stalls. The pump was placed in off state on (B)(6) 2018 per printout. The patient was having increased pain. There was no known external factors that may have caused, contributed, or led to the event. No diagnostics were done. It was noted that the issue was resolved at time of report. The medication was listed as fentanyl 1000mcg/ml for a total dose of 100 mcg/day and bupivacaine 10mg/ml for a total dose of 1mg/day. The patient's weight was 135 pounds. The patient's status at time of report was alive- no injury. The patient's medical history includes cervical osteoarthritis, asthma, chronic obstructive pulmonary disease (copd), tobacco use, and bipolar disorder. It was noted that the catheter tip was at c7. The pump was in stopped pump mode/pump shut off for 754 hours and 23 minutes. It was noted that a motor stall occurred on (B)(6) 2025 at 22:00 and a motor stall recovery occurred on (B)(6) 2025 at 01:47, a motor stall occurred on (B)(6) 2025 at 09:20 and a motor stall recovery occurred on (B)(6) 2025 at 10:57, a motor stall occurred on (B)(6) 2025 at 12:02 and a motor stall recovery occurred on (B)(6) 2025 at 05:03, a motor stall occurred on (B)(6) 2025 at 09:50 and a motor stall recovery occurred on (B)(6) 2025 at 23:19, a motor stall occurred on (B)(6) 2025 at 00:57. The pump was stopped due to off state on (B)(6) 2025 at 02:13 and a stopped pump period may exceed tube set occurred on (B)(6) 2025 at 00:57. (Please note: the logs indicated that the year was 2025 although 2025 has not yet occurred). The pump off state form included multiple motor stalls and recoveries occurring from (B)(6) 2018 until (B)(6) 2018. It was also noted that the pump stopped due to off state at 15:36 on (B)(6) 2018. (Please note: this conflicts with the information that was provided in the logs when the pump was sent back). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8870aau01, serial#: (B)(4), product type: software, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2018-jun-15 indicated the serial number of the 8840 was (B)(4) and belonged to the rep. No further compilations were reported/anticipated.